Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the unit is giving system failure and service required alarms. There was no report of patient injury.

Manufacturer narrative:
Ge healthcare technical support advised the user to send the device to the ge healthcare repair center. To date, the user has not sent the device to the repair center. No further information is available regarding the latest condition of the device.